Event description:
The report received from (B)(6) stating that the device was "gets up to 120f in 2 minutes". The device was not being used in surgery. There was no reported pt or user injuries. There was no additional info provided.

Manufacturer narrative:
The device was received by anspach. If additional info is received, a supplemental report will be sent.